Event description:
The pt presented with a total occlusion of the left sfa. During deployment, the gore viabahn endoprosthesis deployed approx half way when the line broke. The pt was transferred to the or where a surgical bypass procedure was performed.

Manufacturer narrative:
Conclusions - the investigation is in process pending the completion of the manufacturing paper work review.